Manufacturer narrative:
The manufacturer received new information from the patient on (B)(6) 2023 alleging nasal irritation, blistering around nose and nose bleed. In addition, patient outcome code has been added. There was no report of patient harm or injury. In this additional info patient have not noticed any residue around the machine.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.